Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation it is not possible to definitively determine the root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. Based on the log file, the reported set was started the next day after the customer shutdown the instrument and there were no alarms replicated and no issues encountered. No errors were recorded during this infusion process. The customer was able to get a passing result with no signs of errors or faults. The probable root cause could be related to an improper installation by the customer that was possibly causing this alarm. The current process controls detection include 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line, 4) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode.

Event description:
The following has been reported: biomed reported: tag just said service needed. No idea of patient issue, etc. A preliminary review of the logs identified the following issue: clogged admin set. An active infusion was unknown. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.